Event description:
The facility reported an infusion pump that turns itself off and on (unintended shutdown). Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the reported condition of "turns off and on itself" was not confirmed. The pump was returned to baxter also for scheduled eco/fca deployment upgrades. The user interface module as well as the power-up features and batteries/battery harness were replaced during the upgrades which would probably have corrected this condition had it been confirmed. The pump was returned to the customer fully operational.